Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ac cable and connector were found to be damaged. The device's ac cable and connector would need to be replaced to address the issue. Determination made for device to be scrapped.